Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator became inoperable while on a patient and stopped ventilating. The customer reported that there was no patient harm.

Manufacturer narrative:
A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the main board needed to be replaced in order to resolve the reported issue. After replacement, the device passed all tests and runs according to manufacturer specifications.